Event description:
Caller reported aviva system 1 blood glucose results of 69 mg/dl and 70 mg/dl, aviva system 2 results of 113 mg/dl and 113 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
On (B)(6) 2010, during a revision surgery, the surgeon was implanting a sequoia speedlink medium transconnector when it disassembled. There was no harm to the patient and no surgical delay. The surgeon used another transconnector to complete the surgery. The malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 1. Please see medwatch with (B) (4) for report on aviva 2.